Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The visual evaluation revealed the guide catheter was stretched and broken into two pieces with some portion of the guide catheter remaining inside the delivery system. The distal end of the guide catheter was bent/kinked indicating the suture became embedded inside the guide catheter assembly causing difficulty or failure in deployment. The stent was found intact to the delivery system through suture. The functional evaluation could not be conducted due to the broken guide catheter assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context.